Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a tendon refixation two anchors with the same lot number did not hold. The third one with a different lot number held. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Event description:
Update nroe on 8-jan-2024: further information revealed that the anchors were in the cancellous bone and did not hold during the test pull.

Manufacturer narrative:
Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure is user error due to improper bone preparation, misalignment during insertion, and/or prying/leveraging of the device during insertion.